Manufacturer narrative:
(B)(4). Baxter received the device. It was reported the device failed to detect an upstream occlusion. This device was inadvertently evaluated for the incorrect symptom and because the pump is no longer in its received condition the evaluation cannot be performed. No related device malfunction was observed and the device was reworked to ensure continued accurate occlusion detection.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion. Any patient involvement, injury or medical intervention is unknown.